Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. During the procedure, the proximal end of trunk-ipsilateral leg slightly migrated distally. An aortic extender was additionally placed, but it also slightly migrated by ballooning. Further, an additional aortic extender was placed. The patient tolerated the procedure. On (B)(6) 2026, an emergency reintervention was performed for aneurysm rupture. It was found that the left distal contralateral leg was disconnected from the trunk-ipsilateral leg. An additional contralateral leg was placed to reline the previous devices. The patient tolerated the procedure. Reportedly, a review of post-operative CT images revealed that the overlapping between the contralateral leg and trunk-ipsilateral leg had been almost lost as of (B)(6) and completely lost as of (B)(6). It was missed during a follow-up examination.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the primary reported failure mode, related to a type iii endoleak, was confirmed through an evaluation of the provided radiographic images. The first radiographic image shows what appears to be a 3.5cm overlap between the ipsilateral limb and a contralateral leg; the fourth radiographic image shows device disconnection and contrast in the aneurysm sac, confirming the reported type iii endoleak. The cause for the primary reported failure mode cannot be established with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.